Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicating the patient was referred to a neurosurgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for e ssential tremor and movement disorders. It was reported that the patient had a sudden return in tremors on the right side of their body and there was an out of regulation (oor) message the same day. Several days later the rep indicated the patient's impedances on contact 3 were greater than 10,000 ohms. No further complications were reported as a result of this event.

Manufacturer narrative:
Weight is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause was still unknown. The impedance levels were fluctuating based on positional changes, in some positions they would have high impedances and in others their impedances were normal. The rep indicated they would follow-up with the neurosurgeon for the best course of action.